Manufacturer narrative:
(B)(4). This is a report of use error where a patient did not completely connect the supply bag to the disposable set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between a supply bag and disposable set. This occurred during fill one of four of peritoneal dialysis therapy. The supply bag became disconnected due to an incomplete connection. The caregiver stopped the fill immediately. The technical service representative assisted the caregiver with ending therapy. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.